Event description:
It was reported that the patient stated that he believes the wrong size or type of prothesis was selected for him, as he is not able to have a full erection with the device. In addition, the patient indicated that the valve in the pump may be defective because it inflates, but after the bulb is released, it seems to deflate somewhat. No additional information was reported.